Event description:
The nurse reported a corneal burn occurred. The surgeon requested that the company sales representative check the settings. The company sales representative reviewed the settings with the nurse and the settings were fine. The surgeon stated the patient is fine with visual acuity 20/20 on the first day post-op.

Manufacturer narrative:
The customer did not request service for the system. No samples were returned for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 10/30/2009.